Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted to treat a lesion in the distal right coronary artery. It is unknown if the moderately calcified lesion was pre-dilated. It was not possible to cross a lesion in the proximal vessel; therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon when the stent hit the tip of the guide catheter. The stent was successfully snared and removed from the pt. There was no further treatment reported. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The moderately calcified lesion likely contributed to the event. The instructions for use not being followed for removal of an undeployed stent caused the dislodgement of the stent.